Event description:
Plastic disposable yankauer suction handle has an end piece that breaks off and is small enough to be lost in a surgical wound. This product is usually one whole piece, not two. The end piece seems to work its way loose. It's the end that attaches to the suction tubing. Product is from (B)(6) and is stocked in our breast pack from cardinal health ((B)(4), lot # 656145). Health care providers have seen the same problem with several other packs containing the yankauer suction handle. Materials management notified the resource that prepares the breast packs (cardinal health), and informed them of the problem with the device.